Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated blood glucose was 145 mg/dl and sensor was reading 260 mg/dl. Another time, her blood glucose was low at 49 mg/dl but the sensor glucose showed 124 mg/dl. Customer stated she treated by drinking juice. The customer stated she removed the sensor and found blood in it and figured that was the cause of the inaccurate readings. Blood glucose value at the time was 101 mg/dl. Customer stated the site was not actively bleeding. She declined troubleshooting for low blood glucose.